Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The customer indicated that the sensor used for this event was discarded. If new information is obtained a follow up report will be submitted.

Event description:
The customer reported a patient was burned from his pulse ox on his right hand the patients mother noticed it after she removed it for his bath.